Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information but no response was received.